Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-06917. It was reported that the distal tip of the wire was fracture and remained inside the patient. A 330 cm rotawire and rota burr was selected to treat the target lesion located in the distal right coronary artery (rca). During procedure it was noted that the distal tip of was fractured and was segmented. The physician was unable to capture the segmented parts, so they placed a stent and covered it out. No patient complications reported and patient's condition is fine.